Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be inconclusive because the event stated by the customer phenomenon was not confirmed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device passed all functional testing and all output powers were found to be within specifications. Additionally, the unit was found with new version card edge board and updated software version. There were no issues observed. Root cause of the reported issue is unknown as no device issues were found during the evaluation.

Event description:
It was reported that during an unspecified procedure the device was found to be not functioning as intended and observed with intermittent electronic issue. There were no further details provided regarding the event. No patient injury or harm was reported. No user injury reported.